Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and commanded shocks had been delivered in the past, with no alerts reported. Technical services (ts) recommended a higher voltage commanded shock to confirm device operation. This crt-d system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and commanded shocks had been delivered in the past, with no alerts reported. Technical services (ts) recommended a higher voltage commanded shock to confirm device operation. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received, and this crt-d and rv lead have been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and commanded shocks had been delivered in the past, with no alerts reported. Technical services (ts) recommended a higher voltage commanded shock to confirm device operation. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received, and this crt-d and rv lead have been explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range right ventricular lead shock impedance measurement. Technical services (ts) was consulted and recommended adjusting settings and further testing options. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and commanded shocks had been delivered in the past, with no alerts reported. Technical services (ts) recommended a higher voltage commanded shock to confirm device operation. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received, and this crt-d and rv lead have been explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.